Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('essure removed'). In an adult female patient who had essure inserted for female sterilization. The patient's medical history included: hypothyroidism, menorrhagia and dysmenorrhea. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed in 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis: on an unknown date, menorrhagia, enlarged uterus. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020, quality safety evaluation of ptc. On (B)(6) 2020, mr received: reporter, patient dob, lab data, relevant medical history were added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, menorrhagia and dysmenorrhea. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), autoimmune thyroiditis ("autoimmune disorder (hashimoto's)") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (essure removed). Essure was removed in 2016. At the time of the report, the pelvic pain, menorrhagia, autoimmune thyroiditis and dysmenorrhoea outcome was unknown. The reporter considered autoimmune thyroiditis, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy as per pif, has not had it removed because plaintiff does not want to have hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: menorrhagia, enlarged uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: plaintiff fact sheet received : event medical device removal was deleted. New event pelvic pain female , menorrhagia and autoimmune disorder were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 695932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, menorrhagia, dysmenorrhea, fatigue, dyschezia, bloating, constipation and discectomy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), autoimmune thyroiditis ("autoimmune disorder (hasimoto's)") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (essure removed). Essure was removed in 2016. At the time of the report, the pelvic pain, menorrhagia, autoimmune thyroiditis and dysmenorrhoea outcome was unknown. The reporter considered autoimmune thyroiditis, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy as per pif ,has not had it removed because plaintiff does not want to have hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: menorrhagia, enlarged uterus.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea. Lot number: 695932 manufacturing date: 2009-12 expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 695932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, menorrhagia, dysmenorrhea, fatigue, dyschezia, bloating, constipation and discectomy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), autoimmune thyroiditis ("autoimmune disorder (hasimoto's)") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (essure removed). Essure was removed in 2016. At the time of the report, the pelvic pain, menorrhagia, autoimmune thyroiditis and dysmenorrhoea outcome was unknown. The reporter considered autoimmune thyroiditis, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy as per pif ,has not had it removed because plaintiff does not want to have hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: menorrhagia, enlarged uterus.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pan, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 26-jan-2021: mr received. Reporter information, other relevant history, auto-narrative supplement and lot no added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilization. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed in 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: case was upgraded to serious incident. Event injury was replaced with event medical device removal. Reporter added. Essure removal date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.